Event description:
On (B)(6) 2012, at (B)(6), an increase in suction during a procedure was accommodated by increasing the pump suctions (speeds of suckers and vent combined was approximately 3.5 l/min); observation of air and foam breakthrough at the venous reservoir (lot number unknown) was noted. The amount of foam increased and appeared to be causing elevated pressure within the reservoir. The perfusion system was de-aired and the bypass lines at the surgical table was flushed. No consequences for the patient was reported. (B)(4).

Manufacturer narrative:
(B)(4).the complaint sample was not returned.(B)(4).